Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy&#10244;rug-eluting stent was selected for use to treat the lesion. The stent protector was removed and the stent delivery system (sds) was advanced into the guide catheter. Under fluoroscopy, it was noted there was no stent crimped on the balloon. The anatomy of the patient was observed in an attempt to locate the stent, then the stent protector was checked and the stent was found in the proximal part of it, completely stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.